Event description:
A customer reported experiencing intermittent occlusion alarms causing the customer's blood glucose level to display as "high," a specific value was not provided, in response to the elevated blood glucose and occlusions, the customer activated basal rate to deliver insulin.